Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during the procedure, while the sheath was being used on the patient, there was continuous bleeding coming from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small after the dilator was removed. The blood leakage was not enough to be significant. Patient¿s hemodynamics was not compromised. On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve is dislodged inside the clear hub. The returned product condition was reviewed and also assessed as an MDR reportable malfunction for the hemostatic valve separation (dislodgement into the hub). Device evaluation details: the device evaluation has been completed. The sheath was inspected, and it was found with the hemostatic valve dislodged inside of the hub. Friction ring and brim cap remain intact. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub and clear tube could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during the procedure, while the sheath was being used on the patient, there was continuous bleeding coming from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small after the dilator was removed. The blood leakage was not enough to be significant. Patient¿s hemodynamics was not compromised. The valve did not break into pieces. No air entered to the patient¿s body. No medical/surgical intervention was required. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was exchanged for another sheath and the procedure continued. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. Should additional information become available this record may be revised. On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve is dislodged inside the clear hub. The returned product condition was reviewed and also assessed as an MDR reportable malfunction for the hemostatic valve separation (dislodgement into the hub).